Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. The analysis of the device memory indicated rv (right ventricular) oversensing. T-wave oversensing (twos) was identified in non-sustained ventricular tachycardia episodes and high rate non-sustained episodes 49, 59, 63 and 64. (B)(4).

Event description:
It was reported that the healthcare professional complained that a t-wave oversensing (twos) episode was not labeled with t-wave markers and mentioned it would be useful if the algorithm told you it saw the t-wave and was going to withhold therapy if detection was reached. The lead and device remain in use. No patient complications have been reported as a result of this event.